Manufacturer narrative:
(B)(4). Additional information received: after staple line opening during surgery, the doctor made the reinforcement with manual suture using the johnson pds wire. Everything went well and the patient had a good recovery and is well.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the doctor presented a problem with the stapling. The doctor noted that the firing is hard, in other words it is happening with difficulty. The doctor has the sensation that the cut blade is ineffective. There was an opening of the staple line during the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.